Event description:
The customer reported non-reproducible troponin I (access® accutni+3) results, for one patient, involving the unicel® dxi 600 access® immunoassay system. Initial results of 0.14 ng/ml and 0.01 ng/ml were obtained. Subsequent testing of the patient's sample, on an alternate unicel® dxi 600 instrument, produced a value of 0.01 ng/ml. The customer stated the discrepant results were not released from the laboratory. There was no impact to patient care associated with this event. The patient's sample was collected in becton dickinson (bd) lithium heparin tube. The customer stated the sample was clear in appearance. The sample was initially tested in the primary tube then aliquotted for reanalysis. The customer stated controls were within range and there were no instrument errors in the event log. Service was requested, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) noted the customer replaced all aspirate and dispense probes prior to arrival. The fse replaced reagent probes #1 and #2 due to wear. The fse lubricated the shafts and rods and performed ultrasonics adjustments and ultrasonic settings for reagent pipettors #1 and #2. The fse verified and adjusted the reagent pipettor temperatures and performed all necessary alignments. The fse advised the customer to perform a 10-repetition precision analysis on both pipettors using low level and high level quality control (qc) material. The customer performed the precision test and completed additional patient samples for reproducibility - results were acceptable. Service activity performed met the specified requirements per established procedures. Results met published performance specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the worn reagent pipettors. Beckman coulter continues to track and trend any incident related to this issue.